Event description:
The customer contacted physio-control to report that their device would power on and off intermittently by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to verify or duplicate the reported issue. As a precaution, physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.